Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified a known inherent risk of the device. No corrective or preventive actions are required at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Correction: d4 - lot identified during investigation.

Event description:
It was reported a plate broke. It was removed and replaced.